Manufacturer narrative:
(B)(6). Device has been received - evaluation is not yet complete. (B)(4).

Event description:
Broken tip (B)(4): during an acl reconstruction operation, it was noticed that the drill was broken after drilling. The broken tip was removed using c-arm imaging. The operation was completed with a back-up device. There was 30 minute delay in the operation. No patient injury reported.

Manufacturer narrative:
Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken from the shaft. The shaft is bent and is also scored in several places along its length. The break site is damaged in a manner that is consistent with contact with a bent guide wire. Due to the condition of the returned device a dimensional and functional evaluation is not possible. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ after the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).